Manufacturer narrative:
H6: results: visual inspection of the lens showed a part of the optic and one haptic were torn off missing. There was evidence of surgical and reddish residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The surgeon inserted a 3-piece silicone lens model aq2010v. The lens tore during insertion and the cause of the lens damage was unk. The lens was inserted and removed without injury.